Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing "light episodes." Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.